Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was 110 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that insulin was exited and it was working as designed. The insulin pump will not be returned for analysis.